Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. It was reported that the lead exhibited loss of capture at maximum outputs. The patient was hospitalized for heart failure due to the loss of ventricular pacing and having a spontaneous rate of 30-35 beats per minute. An x-ray was revealed that the lead was dislodged and subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No further complications were reported.